Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) defibrillation lead was found to have a fracture in the insulation, leaving high pacing threshold and impedance measurements. The lead was not implanted and was planned to be returned for laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead. While analysis did verify this lead had sustained insulation damage, it did not identify any lead characteristics that would have caused or contributed to the observed high pacing threshold or high impedance measurements. The lead passed all electrical testing.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) defibrillation lead was found to have a fracture in the insulation, leaving high pacing threshold and impedance measurements. The lead was not implanted and was planned to be returned for laboratory analysis. No adverse patient effects were reported.